Manufacturer narrative:
Evaluated one opened/used sensor and performed visual inspection, found cannula retracted inside sensor base. Unable to confirm sensor damage due to customer returning product opened/used.

Event description:
It was reported that the cannula retracted. Customer's blood glucose level at the time 136mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.